Manufacturer narrative:
B3.date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim, gastrointestinal/pelvic floor. It was reported that the reason for the call was the patient reported: it was not working anymore. Now they pee on themselves. They had tried every different setting even to the point where it hurt inside of them, they lower it down to a discomfort and they kind of get used to it over the next few days but it was not helping. Reviewed stim sensation information. The patient stated they had fallen down a couple of times on their rear end. Redirected to the doctor. The patient said their doctor was in the process of scheduling an appointment with a manufacturer representative to do a full test on it. The patient was calling for MRI information. Reviewed information. Additional information was received from a healthcare professional (hcp). When asked to clarify the statement the "device was not working," the hcp reported "device not working." It was unknown if this was ca used by normal battery depletion. The cause of the device not working was known. Steps taken to resolve this issue were a new device and replacing the battery. The issue was not yet resolved. The fall's effect on the implant was determined. When asked to describe the effect the fall had on the patient's implanted system, the hcp reported the "device no longer works."